Event description:
The pt received the scs system on (B)(6) 2010. It was reported the pt experienced pain and discomfort at the ipg site. The pt described the pain as ranging from general and dull to sharp and stabbing. Additionally, the pt mentioned per her medical practitioner, she has bursitis. The pt was prescribed lidoderm and an injection to alleviate pain. The pt denied falls or other traumatic events. No further info is available at this time.

Manufacturer narrative:
Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.